Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, reported by the spouse that the patient experienced inaccurate cgm values which occurred two days after the sensor had been inserted in the thigh. The patient experienced diaphoresis, weakness, and staring. The cgm was reading 75 mg/dl and the blood glucose reading was 33 mg/dl. The spouse treated the patient with glucagon. The spouse called an ambulance for evaluation but there was no further medical intervention for hypoglycemia. After treatment, the bg by emergency medical service (ems) was 90 mg/dl and the estimated glucose value (egv) was 70 mg/dl. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a and c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.